Event description:
Event description guidant received information that this patient has had 2 flextend leads dislodged due to her anatomy, the patient is obese and this is felt to have caused the dislodgement. The field clinical representative called technical services for consultation.